Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery (cfa) through ipsilateral retrograde approach. The 75% stenosed target lesion was located in the moderately calcified common iliac artery. After a non bsc guidewire crossed the lesion, a 8.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilation. However, upon the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed completely from the patient's body, was replaced with a 8-20 sterling balloon catheter and an epic stent was deployed. No patient complications were reported and the patient's status was good.